Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Review of the presenting electrogram identified lv loss of capture. The clinical observations were documented and in clinic lead evaluation was recommended to ensure an adequate output safety margin. No adverse patient effects were reported.